Event description:
It was reported that a customer failed to follow therapy steps while performing peritoneal dialysis therapy. This occurred during priming, and the patient was connected at the time of the event. During troubleshooting, it was discovered that the patient had connected and then was trying to re-priming the patient line. The technical service representative reviewed proper procedure and assisted the patient in ending therapy. The patient was advised to start over with new supplies. There was no patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected while re-priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.